Event description:
The customer reported the system displayed a generator failure error on boot up, and the system would not complete boot up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The controller and x-ray tube were replaced. The system was then found to be operating as intended.